Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(4), and the report of device thrombus could not conclusively be established through this evaluation. Analysis of the submitted log file confirmed low flow and no external power alarms; however, a specific cause for this finding could not conclusively be determined through this evaluation. The submitted log file contained data from (B)(6) 2019 to (B)(6) 2019. The log file captured low flow hazard alarms throughout the file. The file also captured a ¿no external power¿ event on (B)(6) 2019. It appeared that both power cables were disconnected during a power source exchange and the system operated on the backup battery during this event. The system remained operating at the set speed during this event. The ¿no external power¿ event resolved once the system controller was connected to the power module. The pump appeared to be functioning as intended. It was reported that the patient would be receiving a pump exchange due to a suspected obstruction. The account communicated on (B)(6) 2019 stating that the presence of pump thrombus was confirmed in an echo, as well as a computed tomography (CT). The account stated that they decided to discharge the patient home without surgical intervention and the patient would be monitored regularly. The patient remains ongoing on heartmate ii lvas, serial number (B)(4). The hmii lvas IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This IFU outlines the indications of pump thrombosis, as well as how to respond to such events. In addition, this document also outlines the recommended anticoagulation therapy and inr range. Both the IFU and patient handbook outlines battery charge levels, the fuel gauge display, visual and audible alarms, and how to exchange power sources. At least one system controller power lead must be connected to a power source at all times. These documents also describe the fact that backup battery, located inside the system controller, powers the pump for at least 15 minutes during a power-loss emergency. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 5 years, 7 months. Additional information was requested but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient will have a pump exchange due to suspected obstruction. Additional information was requested but was not provided.

Event description:
Additional information: additional information was provided by the vad coordinator indicating that the pump exchange did not take place. A decision was made by the vad team to discharge the patient home without surgical intervention. The presence of pump thrombus was confirmed in the echo as well as the CT 320. The patient will be monitored regularly. No additional information was provided.